Manufacturer narrative:
The reported events device reset and charging anomaly were confirmed. Review of the device image showed an equivalent of 71 max charges occurred on (B)(6)2021 and caused the device to reach eol and a por (power-on reset) to occur. Bench testing was performed, and the device showed normal function. The cause of the reported event was due to the device reaching eol.

Event description:
It was reported that the patient was admitted to the intensive care unit after a five-hour episode of ventricular tachycardia/fibrillation storm. The patient was stabilized, and an interrogation of the implantable cardioverter defibrillator revealed the device had delivered 54 shocks. However, high voltage therapy failed to convert the patient to sinus rhythm due to failure to capture, and failure to charge the capacitor. The physician scheduled the patient for device replacement due to reduced ejection fraction and hypotension. The device was explanted and replaced. The patient was in stable condition.